Event description:
It was reported in a service report that the communication cable was broken. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.